Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). The device remains in use. The right atrial (ra) lead exhibited undersensing and remains in use. No further patient complications have been reported as a result of this event.